Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intractable pain of the trunk and limbs. The patient complained of the stimulation not helping with the pain and unsatisfactory analgesia on (B)(6) 2015. The therapy was suspended on (B)(6) 2015 and the event was ongoing. The event was related to the device or therapy and was due to programming. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact cause of the stimulation not helping with the patient¿s pain and the unsatisfactory analgesia was not determined. No further complications were reported/anticipated.